Manufacturer narrative:
The customer reported complaint of "the autopulse platform (sn: (B)(4)) display screen was blank" was confirmed during functional testing. The root cause for the reported complaint was due to the defective processor board. The customer reported complaint of "the platform made a clicking sound upon powering on" was not confirmed during functional testing. Visual inspection of the returned autopulse platform revealed no damage to the platform. Unable to perform functional testing and download archive data due to the device failed during the power-on-self-test. The processor board needs to be replaced to remedy the issue. Upon customer's approval, the defective parts will be replaced, and the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) made a clicking sound upon powering on, and the display screen was blank. No patient involvement.